Event description:
Information was received indicating that a crack was found on a smiths medical level 1® hotline® disposable administration set. It was reported that the crack was in the infusion route connection port. There were no reported adverse patient effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. A broken luer was observed. The customer reported product problem was confirmed. The problem source of the reported product problem was unknown. A root cause was not established.